Event description:
It was reported to medtronic minimed that the customer reported high blood glucose and a crack on the upper part behind the battery compartment. The customer reported a blood glucose value of 557 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion) and the manual injection/insulin pen. The event involved products mmt-7040a, mmt-399a, mmt-332a, and mmt-1884. Troubleshooting was performed for the cosmetic damage, and the crack was not impacted the pump's functionality. Troubleshooting was partially performed for high blood glucose, and the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer was used the auto mode feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a, mmt-399a, mmt-332a, and mmt-1884. Frn-mmt-332a-rsvr, unomed inf set, ozp-mmt-7040a-snsr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the functional tests, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment. During visual inspection, found moisture damage on the battery tube. The following were noted during visual inspection: scratched case, battery tube threads - cracked, cracked case (battery tube) and cracked case-corner of belt clip rails. Cosmetic damage was confirmed at the battery tube side. No device problem was found during functional testing. Exposed to moisture damage confirmed on battery tube. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.